Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not cycle between inspiration and expiration. The technician noted that the internal tubing was disconnected from the sensor board the device's internal tubing was reconnected to address the issue.